Event description:
During a pta treatment procedure, the choice pt guide wire fractured, resulting in complete separation and the tip of the guide wire remains in the pt. The pt was asymptomatic during this event. The lesion being treated was a moderately calcified lesion in the right coronary artery. The physician used a 6 fr introducer sheath for vascular access. A taxus stent was deployed over the guide wire tip to secure it against the vessel wall. The procedure was completed successfully.